Event description:
Customer reported an issue with the vseries spo2 module, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Customer will send in spo2 module for review and will be replaced with new spo2 module.